Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt did not feel any stimulation sensation (while the stimulation is turned on) for about one week prior to this report. There was no known related incident or accident reported. The pt attempted to set the amplitude to 10.5 volts and change programs, but there still was no stimulation felt. The pt's health care provider (hcp) later reported that the pt experienced an abrupt loss of stimulation, without programming success. No further details, pt symptoms or outcome were provided. Additional information was requested but not rec'd at the time of this report. A f/u report will be filed if additional information becomes available.